Event description:
Allegedly the patient was revised due to mom complications (left).

Manufacturer narrative:
The investigation is not complete. (B)(6). The trends will be evaluated. This is the same event as 3010536692-2014-00298,-00299, and 00300. This report will be updated when the investigation is complete.